Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing was performed which revealed a damaged component which lead to the reported condition of over temperature fluid. The reported condition was verified. The cause of the condition was due to a faulty accomp board. The board was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced ¿superheating and permanence constant¿ while connected to a homechoice claria device. This occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available